Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify the dates: is alert date (B)(6) 2016? Is the received date (B)(6) 2016? Event date was device inspected for any possible leakage? Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Did the end users check to assure that all connections were secure? Yes or no please email us when lot number is identified.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in 2016 and reservoir was connected to a drain. The bag was swelled up and the suction did not work soon after the reservoir bag was connected. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function. Based on the present analysis other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor.